Event description:
End user reports "back canes" (likely backrest) breaking, causing end user to fall out of the chair and break arm.

Manufacturer narrative:
The device was evaluated by the provider who reported the event. It is determined that this failure is the result of an aftermarket component failure having occurred that allowed the backrest assembly to become detached from the tilite wheelchair. Report indicated the tilite wheelchair remained fully operational with no signs of a product malfunction having occurred to have contributed to this event. All information provided indicates the aftermarket component failure having occurred, but no information was provided as to possible root cause for the failure nor was it provided who the aftermarket manufacturer is. If any new information is provided, tilite will notify the aftermarket manufacturer of the event for possible reporting.